Manufacturer narrative:
The following other device was added to this report after submission of the initial report: cat. No.: 6570-0-536; delta v-40 ceramic head; lot code: 36/+2,5 56091501. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: device was not returned however, inspection of provided explanted images shows blood stains on liner. Nothing else can be determined from the explanted images. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further x-rays, clinical past medical history, operative reports and follow-up notes are needed for completion of the assesment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 01 other event for the lot & sterile lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined as devices were not returned for evaluation and results of bloodwork for infection were not provided. The provided medical records were reviewed by a consulting clinician who deemed it insufficient for a medical review. Further x-rays, clinical past medical history, operative reports and follow-up notes are needed for completion of the assesment. Inspection of provided explanted images shows some blood stains on device. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported patient complained of pain. Infection is noted by pathology. Not all implants were removed the stem was well fixed and surgeon was not able to remove the stem, the proximal body was replaced and another surgery will be planned to try to remove the stem.

Manufacturer narrative:
The following other devices were also listed in this report: tritanium cup; cat# unknown; lot# unknown. Screw; cat# unknown; lot# unknown. Screw; cat# unknown; lot# unknown. Restoration cone conical; cat# unknown; lot# unknown. Restoration cone conical; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Sales rep reported patient complained of pain. Infection is noted by pathology. Not all implants were removed the stem was well fixed and surgeon was not able to remove the stem, the proximal body was replaced and another surgery will be planned to try to remove the stem.